Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm during testing however, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratched liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown md/dl. The customer stated that the insulin was at her side and started beeping button error. The troubleshooting was performed. The customer was advised to discontinue to use of the insulin pump and revert to back up plan per health care provider instructions. The customer was advised that we will replaced the insulin pump.